Event description:
Patient had lap tapp right inguinal hernia repair on (B)(6) 2021 and returned to operating room on (B)(6) 2021 with bowel obstruction. During bowel obstruction surgery, bowel had adhesions to mesh and several loose tacks in the peritoneum. FDA safety report ID#:(B)(4).